Event description:
It was reported via repair work order that the power cord to auxiliary outlet was damaged and not functional. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.